Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" alarm error occurred. The customer verified that the 110b error code was logged in the event log. The remote service engineer performed troubleshooting with the customer, and the customer was able to see that one of the solenoid pins was not in the connector of the data acquisition (da) printed circuit board assembly (pcba). The customer realigned the solenoid pins, and after reconnecting the da pcba onto the flow sensor assembly, the customer confirmed that the device ran for over 40 minutes without an alarm error. Further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service is still pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further case information regarding whether the device passed the required performance verification tests per philips standard and was returned to service; however, no response was received. No further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.